Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol perfix plug (device #2). Additional emdrs were submitted to represent the two bard flat meshes (device #1 & device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) and a perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard meshes (bard flat mesh) and a perfix plug on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of perfix plug (device #2) & two bard flat mesh (device #1 & #3). Per op notes, ¿on the left side, a bard flat mesh (device #1) and a medium-sized perfix plug (device #2) were placed against the anterior wall. On the right side, a bard flat mesh (device #3) was placed.¿ (B)(6) 2013 - patient was diagnosed with left recurrent inguinal hernia, preperitoneal mesh malposition & groin pain thereby underwent repair with the removal of mesh (device #1, #2). Per op notes, ¿the mesh was protruding through the fascial defect near the external ring. The inflammatory tissue was dissected from the edge of the mesh. The mesh (device #1, #2) was removed.¿ (note: the previously placed bard flat mesh (device #3) was not seen during this procedure).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2011) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #2). Additional supplemental emdr's were submitted to represent the two bard flat mesh (device #1 & #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.